Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without additional information or return of the device the root cause of the event remains indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient underwent transcatheter valve-in-valve intervention via a clinical trial due to aortic stenosis. It was reported that a 26mm transcatheter valve was implanted inside a disabled 25mm aortic pericardial valve. It was learned that the patient was having chest pain pre-procedure. Post deployment echo showed trace paravalvular leak and post gradient of 12mmhg. The patient was transferred to the intensive care unit (ICU) in stable condition.